Event description:
Pt with h/o coronary artery disease and three myocardial infarctions in april 1996. Cardiac catherization showed significant occlusion, 70-80% of the left anterior descending artery. Attempt was made to perform a percutaneous transluminal coronary angioplasty (ptca). Procedure was complicated by a large dissection in association with the attempted angioplasty of the left anterior descending artery. The pt went to surgery emergently for a single vessel open heart bypass graft. The pt had no other problems & recovered and was later discharged in good condition.